Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set cannula was bent and the site location was at the stomach. The infusion set had been in use for the second day. Her site location was changed to her back as she experienced high blood glucose level (almost 530 mg/dl) and she was hospitalized. She received drip via intravenous route as corrective treatment and her weight was (B)(6). The patient was hospitalized for 3 days. No further information available.